Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A (B)(6) customer received a blood glucose reading of 170 on the contour next, retested on a contour and the reading was 90mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Request for the strips to be returned for evaluation.